Manufacturer narrative:
This report is filed, june 15, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infections at the implant site and was treated with antibiotics (dates and duration not reported). Subsequently on (B)(6) 2016, the patient underwent a surgical procedure to excise the excess tissue from around the site; during the same procedure, the abutment was removed. The implanted device remains.